Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a test result of 7.4 mmol/l. No insulin was taken because the patient was nearly unconscious. Paramedics were called and they received a test result of 1 mmol/l on their meter. The patient was treated with glucose and was not admitted to the hospital. Return of suspect device was requested and replacement was sent.